Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device was received in good visual condition and with two reload cartridges present. The cartridges were received void of staples. The device was tested for functionality with a test cartridge and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that each cartridge is 100% inspected through an automated vision system to verify staple presence prior to shipment. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a colectomy procedure, during the initial firing, the staples were not formed. The device was reloaded and the staples did not form again. Another device was used to complete the procedure. There was no adverse consequence to the pt.